Manufacturer narrative:
Batch review performed on 21 january 2022. Lot 2104479: (B)(4) items manufactured and released on 02-sep-2021. Expiration date: 2026-aug-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After the primary hip surgery, when the patient was in recovery, it was observed on x-rays that the cup had moved due to poor bone quality. The surgeon brought the patient back into surgery and revised the cup, head, and liner the same day of primary. The surgery was completed successfully.